Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It was reported a patient was revised due to instability.

Manufacturer narrative:
No device or photos were received; therefore the condition of the device is unknown. Device history records cannot be reviewed since the part and lot number is unknown. This device is used for treatment. Product history search cannot be completed since the lot number is unknown. No probable cause is determined with the provided information.